Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted. It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems, bleeding, and dyspareunia. (B)(4) - urinary problems. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh and obtryx were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent lavh, bso, a and p repair, sacrospinous vault suspension, enterocele repair, perineoplasty, and transobturator midurethral sling due to menometrorrhagia, mixed urinary incontinence, and symptomatic pelvic floor relaxation. It was reported that patient underwent on (B)(6) 2013 an anterior and posterior colporrhaphies with excision of vaginal mesh x3, and cystoscopy due to pelvic pain secondary to vaginal mesh traction and erosion.